Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels, blank screen and battery out limit alarm. The customer's blood glucose level at the time of incident was 44mg/dl. The customer treated for the low with glucose tablet. The customer was advised to replace battery and the screen returned. The customer is being sent replacement battery cap. Troubleshoot for the lows were conducted. The customer was advised to monitor the device and call back if issues persist.